Event description:
Reporter indicated that vns patient was experienceng an increase in seizure activity above pre-vns baseline frequency. It was reported that the patient's seizure rate has progressively inceased over the past three months such that he is now experiencing seizures daily. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the reported event. It was reported that the increase in seizure activity may be related to low sodium levels and that lab work was planned in order to confirm. There have been no recent medication changes that may have contributed to the increase in seizure activity, which continues despite adjustments to programmed parameters. The patient's overall health condition is not worsening and there are reportedly no environmental stimuli that could have caused the increase in seizure activity.